Event description:
It was reported during a "turbrde" procedure, the tip of the inner resection sheet came off inside the patient and was retrieved. The procedure was completed using a backup device. There were no reports of patient harm.